Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports: we are finding syringes with broken tips/plunger ends, missing/ illegible prints, flash, and cut/slice on the barrel of the syringe.